Event description:
A healthcare professional reported that prior to use, a CEREBASE Straight Distal Catheter (product code: GS9090SD, lot number: 31711073) was broken upon opening package. There was no patient injury reported.Additional event information received on 16-Jul-2026 indicated that the device was stored and handled according to the instructions for use ¿IFU¿. There was no damage to the packaging. The integrity of the sterile pouch was not compromised.

Manufacturer narrative:
MANUFACTURER REF# (b)(4).Information regarding patient weight, height, medical history, race, and ethnicity was not reported.Section E1. Initial Reporter Phone: (b)(6).An Analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31711073 number, and no internal actions related to the malfunction were identified.With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Instructions for Use (IFU) contain the following precautions: - Before removing the intermediate catheter from the packaging hoop dispenser, rotate the luer on the packaging hoop 90 degrees. - Gently remove the catheter and accessories from the hoop and inspect prior to use to verify that they are undamaged. Caution: Do not use a catheter that has been damaged in any way. If damage is detected, replace with another catheter that is not damaged. As part of the Post Market Surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as Blank; this information was not provided in the reported event or available at the time of report submission.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Cerenovus, or its employees that the report constitutes an admission that the product, Cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.